Manufacturer narrative:
A full lead was returned in one piece for analysis. After cleaning and applying the torque directly to the connector pin, the helix could be extended and retracted. Specification measurements and electrical testing were normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for follow-up. A computerized tomography scan was performed and revealed that the right ventricular (rv) lead had caused cardiac perforation. The rv lead was explanted and replaced. Patient condition was stable.